Event description:
Reporter indicated that they were experiecing pain at the generator site and that the vns therapy generator "feels like it has moved." The pt reportedly suffered some type of trauma several months earlier, but since the trauma they have been experiencing these events. X-rays were read by cyberonics and a device migration could not be confirmed. During investigation of this event, it was reported to the cyberonics representative by the treating physician's nurse that, "the generator had definitely migrated" and the treating physician "visually confirmed" this. Revision srugery is likely.

Manufacturer narrative:
Manufacturer reviewed chest x-ray of generator. No migration observed.